Event description:
Cage was implanted and center screw tightened. When the flange screws were inserted, 3 screws were cross threaded against the implant destroying the cage and screws. Damaged cage and screws were removed and a new cage was used. Surgeon decided to implant the new cage upside down to avoid cross threading of the screws. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Incorrect technique or procedure. User error caused event.

Manufacturer narrative:
Additional parts involved with this event:part number lot number mfg date1300-3502 33634 03/10/2003;1300-0735 32373 09/17/2002;1300-9065 40064 06/02/2005;1300-9022 32688 09/27/2002.

Event description:
It was reported that the customer was hospitalized several times due to hypoglycemia. During one of the events the customer suffered a seizure. The reported blood glucose readings was 114 mg/dl at the time of the report. Troubleshooting was performed. The displacement test passed. The customer's husband stated that an issue with the infusion set caused the events. Nothing further was reported.